Manufacturer narrative:
(B)(4). Date sent: 5/22/2025. D4 batch #: y70438. Corrected data: d4 UDI #. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during an unknown procedure the coating/insulation on tip was peeled off. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2025 b3: event year only reported: 2025 d4 batch #: unknown . Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: ¿ did the white tissue pad break off? ¿ is the white tissue pad completely missing from the clamp arm of the device? ¿ were any fragments generated? ¿ did the fragments generated fell off inside the patient? If yes, were they completely removed from the patient without additional intervention? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 4/3/2025 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2025. D4 batch #: y70438. Related report number: 5000510000-2025-8050. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The tissue pad was not detached as reported by customer. The device was connected to a generator, and the device activate as intended; no alert screens were displayed at any time during testing. The device was disassembled to verify the condition of the internal components, and no anomalies were found. The har9f device is equipped with an eeprom that collects error codes associated with generator alert screens. During the analysis of the data collected in the eeprom while using the device, it was noted that the device triggered the "tighten assembly" alert screen. This alert occurs when the instrument is not properly assembled with the handpiece. To ensure proper assembly, the torque wrench supplied with the device should be used to tighten the blade onto the handpiece. Turn the torque wrench clockwise while holding the handpiece, and continue until it clicks twice, indicating that sufficient torque has been applied to secure the blade. For further details, please refer to the instruction for use. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number y70438, and no non-conformances were identified.